Manufacturer narrative:
The actual complaint sample has been returned; based on the initial investigation this is considered to be a reportable event. The made aware date is considered to be (B)(4) 2012. Method: actual device used in case was returned and evaluated. Visual examination performed. Conclusion: visual examination of the returned aspiration catheter revealed that the aspiration catheter, two extension lines, y adapter, guide catheter and guide wire were all engaged with each other and are bloody. There is a kink 21.5cm and 104.5cm from the aspiration catheter strain relief. The aspiration catheter wire lumen is torn distally leaving only 3mm of the tip intact. The marker band was torn from the device but was trapped on the guide wire proximal of the aspiration catheter tip. The wire lumen appears to have been lifted distally 1cm prior to tearing. The guide catheter tip is damaged. The guide tip may have been further damaged during in house decontamination and removing of the aspiration catheter from it as this damage was not initially noted. The damage seen on the returned device is consistent with damage caused when looping of the guide wire occurs which was reported in the event description. This damage is consistent with damage that can be induced when the proximal end of the wire lumen had extended beyond the distal end of the guide catheter and did not remain coaxial with the shaft of the aspiration catheter becoming bunched or caught between the distal end of the guide catheter and the proximal end of the wire lumen tearing the lumen of the aspiration catheter wire lumen during withdrawal through the guide catheter. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for resistance with guide catheter. The analysis is complete as of today (B)(4) 2012.

Event description:
The actual complaint sample has been returned. Based on the initial engineering evaluation it has been determined that this is a reportable event. The physician inserted the aspiration catheter into the patient's distal left arterial descending artery and aspirated under continuous suction. The physician had a difficult time during retrieval of the aspiration catheter. The aspiration catheter was getting stuck after pullback of approximately 2-3 cm and cannot be retrieved into the guiding catheter; therefore, the whole system guide wire, guide catheter and aspiration catheter has to be removed without any specific sequelae; it appears that the aspiration catheter is stuck on the guide wire and deflected at the entry of the rapid exchange lumen upon pull-back; it the forms a u-shaped loop outside the aspiration catheter and eventually slit the rx wire lumen of the aspiration catheter. There were no issues with the patient.